Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+3.5/105 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting and glare/halos. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens optic and haptic torn with residue on the lens. Claim#: (B)(4).